Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, error in internal memory detected and depleted memory backup battery. A user tried to operate a servo-I ventilator at the first time use since installing, but technical errors occurred. The service engineer confirmed the error codes during startup and resolved the problem by replacing the control printed circuit board (pcb) according to a recommendation in the service manual. The control pcb was returned for further investigation. The evaluation of received device logs confirms the reported technical error codes on (B)(6) 2021, the reported date of event. When testing the returned control pcb in the reference ventilator, the reported error codes were initially reproduced. After reconnecting the pcb's lithium backup battery, three pre-use checks passed and the ventilator worked as expected during seven days of simulated use test ventilation. If the failure occurs during ventilation, the ventilation will continue as before with set parameters. The conclusion is that it was most likely a loose or otherwise bad contact/connection that manifested itself as a discharged memory backup battery and caused the "error in internal memory detected" code.

Event description:
It was reported that the ventilator generated technical error code indicating disabled valves and error in internal memory detected. There was no patient harm. Manufacturer ref. #: (B)(4).